Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic complexes. Office testing was able to duplicate the railing noise. The shock impedance was 140-170 ohms, which is high but within normal limits. An x-ray was done but was not conclusive. Technical services discussed the electrograms with the caller. There were no additional adverse patient effects. The system remains implanted.